Event description:
It was reported that the motor drive unit would not drive the disposable hand piece. The device was recently sent in for a service upgrade and was returned in this condition. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 01/07/2009. Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.